Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 55 units when 170 units were anticipated. There was no adverse impact to the customer's blood glucose level. Caller had not completed the necessary steps to remove air from the cartridge, and cts provided education on the importance of this step. Caller acknowledged the advice but declined to load a new cartridge, opting to continue using the current one while planning to follow up if necessary.